Event description:
One false negative urine hcg result. "Discrepant negative urine vs serum quantitative test and repeat urine 5 hours later." Pt came in through women's ER - reason not specified. Urine collected into pre-labeled tube at 0610 which was then used for urine hcg. Sent serum for quant (roches cobas) - quanted at 400miu/ml. Retested same urine after serum result was received - also negative. Same urine tested this morning - still negative. Second urine was drawn and tested positive. Pt diagnosed with ectopic pregnancy.

Manufacturer narrative:
Summary results: the retention tests met qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. Correct positive results were observed when tested with 100miu/ml hcg control and 500iu/ml hcg urine control. Correct positive results were observed when tested with 293miu/ml clinical pregnant urine sample. No false negative was found in the test. Conclusion: according to the testin performed, all the results met specification. Therefore, the complaint is not confirmed. Nothing abnormal found in batch record. Product number, product description and lot number were verified.